Manufacturer narrative:
Corrected g2 -health care professional was inadvertently checked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the signal cable was disconnected and short-circuited due to the image sensor cable kinked, resulting in static image, which made it impossible to observe at all. The cause of the kinked cable was due to strong external load and unexpected stress, such as excessively twisting and bending being applied to the cable. However, a definitive root cause could not be determined. The instruction manual operation manual,¿ chapter 3 preparation and inspection", "3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported for the deflectable videoscope, the image turned into a sandstorm and could not observe any image. The issue occurred during preparation for use for an unknown procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.